Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) dislodged during an emergency procedure involving a very sick patient. The patient had a small heart, and deflection and deployment of the leadless ipg was required at a steep angle into the right ventricular apex. However, when the ipg was deployed and the cup of the delivery system was pulled back, the cup wasn't releasing from the ipg fully so it dislodged the ipg as it was retracted. This occurred with a second leadless ipg system. Both leadless ipg systems were attempted/not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.